Event description:
It was reported that intermittent audio output occurred. During breakfast, the patient lost consciousness. It was reported that the patient did not receive alerts or alarms on the cgm during this time. The patient woke up after 3 hours. When the patient fainted, she fell, hit her head, hips and elbows but did not seek any medical attention and recovered without sequels. Additionally, the patient indicated that she normally becomes unconscious when her blood glucose decreases to 40 mg/dl; however, no blood glucose values were taken during the event and it is unknown what the cgm value was when the patient fainted. At the time of the report, the patient was doing well. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.